Event description:
An alarm was reported by the customer indicating an occlusion event, which caused the customer's blood glucose level to exceed 500 mg/dl. The measured blood glucose at the time was 28 mmol/l, with the detection of small ketones, although these were not deemed dangerous. To address the high blood glucose level, the customer performed a correction injection via manual delivery and changed their trusteel infusion set and cartridge before resuming insulin therapy. The customer was advised to contact support for any recurring occlusion issues. Customer's blood glucose level was resolved.